Event description:
The stopcock was opened up to be used on the patient. Prior to placing on the sterile field, it was noted that the device had a black substance on it. Mold like appearance in a sterile package. Dates of use: (B)(6) 2014.